Manufacturer narrative:
The manufacturer previously reported a service required code found in a ventilators downloaded event log during service and the oxygen blending module board was replaced to address the issue. B.3 was omitted on the first report. The date should be (B)(6) 2021 and is reflected in this report.

Manufacturer narrative:
The manufacturer previously reported a ventilator returning for service and 'service required" codes observed in the downloaded event log. The device's oxygen blending module board and interface board were replaced to address the issue. Section g.3 was also missing but a correction was filed under MDR 2518422-2021-01816-1.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue.